Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of two routine hemodialysis treatments, venous and arterial air alarms, as well as a venous pressure alarm occurred which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. Facility staff attributed the clotting to a combination of the operator not using heparin as prescribed and the amount of time spent troubleshooting the alarms. The user's guide includes warnings that the risk of clotting increases when anticoagulant is not used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.